Event description:
The back cautery on the v-cutter did not appear to be working properly, resulting in a vein branch that did not seal properly and continued to bleed; leading to a separate incision in the leg to gain control of the bleeding. Another evh (endoscopic vessel harvester) was not opened. This led to extended surgical time and resulted in an additional procedure.